Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue could not be confirmed via returned device analysis. The reported inability to grasp the leaflets could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to grasp the leaflets appears to be related to the reported gripper actuation issue. However, a cause for the gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium (la) where the grippers were tested and it was noted one gripper would not drop. The clip was advanced to the mitral valve and after two grasping attempts, the physician decided to not use the clip as the one gripper would not lower to grasp the posterior leaflet. Troubleshooting was performed however unsuccessful therefore the cds was removed without issue. Two clips were implanted, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.